Event description:
It was reported that there was a clip retention problem with the ca040 in three of four different cases. In all cases the clips did not fall off and additional clips were placed to maintain occlusion. In some cases another device was used to complete procedure. No pt injury or complication was reported.